Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contact animas alleging the patient¿s blood glucose on an unspecified date was 12 mg/dl and experience a coma. Reportedly, the patient required 3rd party assistance. It was alleged the pump malfunctioned. No further information was provided and troubleshooting was unable to be completed. This complaint is being reported because the alleged hypoglycemia was attributed to an alleged pump malfunction.